Manufacturer narrative:
Mfg site name - freudenberg medical. Investigation results: a visual examination of the returned resolution 360 clip found that the clip assembly was deployed and jammed onto the bushing. The clip prongs were locked into the capsule and the coil was cut off near the handle. It was also noticed that prior to cutting of the coil, the control wire was kinked and pulled out. The end cap broke off at the distal part of the handle and the crimp sleeve was detached from the control knob. Both the end cap and the control knob was not returned with the device. Also, the handle was noted to be bent. These failures are likely due to anatomical/ procedural factors encountered during the procedure that limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that the device was manufactured in accordance with device master record.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. The procedure was completed with another resolution 360 clip device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Mfg. Site name - (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. The procedure was completed with another resolution 360 clip device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.